Event description:
Complainant alleged that while attempting to a (B)(6) male pt, the device displayed a "check pads" message and failed to discharge using electrode pads. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.